Event description:
The customer reported the ac power module did not work, connector pulled out and wires broke. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module did not work. Connector pulled out and wires broke. There was no reported pt involvement. The customer repaired the ac power module¿s broken wires and resolved the issue. We will consider this a failure of the ac power module where the power module did not work, connector pulled out and wires broke. As of (B)(6) 2012, the customer has not reported any further trouble with the ac power module.